Event description:
Customer reported that a pt with a history of anti-jka did not react with vss155. Testing was performed in manual gel. No extended incubation was performed. Customer stated there were no discrepancies with the daily qc or with any other pt results. No death or serious injury was associated with this incident.